Event description:
- -

Event description:
Boston scientific received information that this right ventricular lead and device displayed a high out of range shock impedance measurement. The measurement has been out of range since implant two years earlier. A save to disk was provided to technical services for their review. No adverse patient effects were reported.

Event description:
Additional information was received. During a follow up visit, the device was reprogrammed to a single-shock disabling the proximal shock coil. Acceptable shock impedance measurements were obtained. An x-ray performed did not reveal any evidence of a lead fracture or connection issue. Shock conversion testing was successful with 26 joules. A decision was made to lead this lead and device implanted and further monitor.

Manufacturer narrative:
According to available information, this device and lead remain implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
This device was explanted due to unrelated issues. No additional adverse patient effects were reported.